Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy, the specimen was put into the bag in the patient's body and was attempted to be removed outside, but the product broke and the specimen came off. Another device was used to complete the case. There was no patient injury.